Event description:
An rn responded to an intravenous pump alarm with insulin drip infusion. Upon further investigation, it was found out that there was a part of the tubing that expanded and created a fluid filled bubble. The IV tubing and the IV channel were sequestered.